Event description:
New information states the device was explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up in backup vvi mode. Premature battery depletion was noted upon interrogation. No intervention had been reported, no additional information was available. The device remained implanted.